Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter: occurred during a laparoscopic partial gastrectomy on the 50th use of the powered handle and adapter. While removing a gastrointestinal stromal tumor after the firing was completed, the surgeon closed the jaws of the device in the patient cavity and removed the device from the trocar. The surgeon attempted to remove the reload from the adapter but the jaws of the device could not be opened at all. The status indicator lights were illuminated blue and the handle indicator light was flashing green. The manual adapter tool was not used. No patient injury or extension in surgical time.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.